Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reviewed the system logs and confirmed the related error fault. Fse tested the system and the issue was reproduced. Fse identified a defective usm arm 1. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The replaced usm arm was returned for evaluation; however, failure analysis is still ongoing and has not been completed to confirm/identify any reportable failure mode(s). The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon console, the user observed that the universal side manipulator (usm) arm1 was not responsive. The customer received phone assistance from the technical support engineer (tse). Prior to the call, user confirmed that the system was checked prior to use and no issue was observed. Review of the site¿s system logs confirmed the occurrence of informational error code 316 on usm arm 1. The user was instructed to perform troubleshooting through system power cycle, ensuring properly seated cables, ensuring that the system was not connected to the simulator; however, the issue persisted once retested. No further troubleshooting was performed. Surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Testing reproduced the issue and error code 319 was confirmed. Investigation confirmed a defective rolling loop assembly. The damaged part was replaced. After further testing, the usm was verified as ready for use. The complaint was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.